Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the cannula stayed in the customer's arm when he was removing the sensor at the end of the sensor's life. It was reported that the customer removed it with a tweezer. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.